Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported following an intraocular lens implant procedure, the patient was diagnosed with tass (toxic anterior segment syndrome). Additional information was received stating patient experienced corneal edema, hypotony, corneal folds post operative day 1, with inflammation. Topical medication was adjusted. Patient's symptoms were resolved. Surgeon felt the lens material caused or contributed to the event. There are four medical device reports associated with this complaint. This report is 4 of 4.